Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: do you have the contour product code (cs40b or cs40g)? Code: cs40g lot: t93c1v. Can you clarify what was broken on the device? Nothing was broken. Nothing was broken. The cartridge failed. They did not close the staples. He finished the surgery with another linear suture. Was the closing trigger broken? Was the firing trigger broken? If not, what area of the device was broken? No. Did any piece or pieces fall into the patient? No. Will they be returning with the device for analysis? No, the device was discarded. Were there any patient consequences? No.

Event description:
It was reported that during an unknown procedure, the contour mechanical suture of 40 broke during surgery. The cartridge failed and the staples were not closed. Another linear suture was used to complete the surgery. No fragments were generated. There were no patient consequences reported.